Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that a 58-year-old female patient was implanted with an impella rp flex pump for mechanical circulatory support. During the course of support, the patient suffered from a thromboembolic stroke. Systemic heparin was halted per neuro recommendation to prevent conversion. Plans were made to wean the patient off the pump as tolerated following the event.

Manufacturer narrative:
This complaint has already been captured and reported under MDR report #1220648-2024-09738. Therefore, the initial MDR 1220648-2024-09739 is considered a duplicate of MDR report #1220648-2024-09738. No further supplemental reports will be sent under 1220648-2024-09739.